Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 196 mg/dl. Nothing further was reported.